Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 05/22/2023, 06/07/2023, and 06/13/2023 for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into alarm state or standby when the circuit was disconnected. The device was in clinical use when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not go into alarm state or standby mode when prompted. The rse advised the customer, that the issue may be caused when the flow sensor is out of specification. The rse provided part and price for a replacement flow sensor assembly and gas delivery system.